Event description:
Adverse event(s): "no pt involvement was reported" (no pt involvement). Product problem(s): "no reflux was available" (reflux within device). The nurse reported no reflux was available. Additional info received from the nurse stated the surgeons are very familiar with the system and are unhappy with the system reflux performance. The nurse declined to complete the questionnaire, as the reported event did not occur during surgery. The service request was to have the system rechecked. No pt involvement was reported.

Manufacturer narrative:
The nurse requested the company sales representative observe surgery and address the problem with reflux reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).